Event description:
It was reported that the zimmer skin graft mesher was bent. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that he device was manufactured on 12/13/1993 and was least repaired don 05/23/2013 for a non-related issue. Evaluation of the device observed bent tines on the right side of the comb, malfunctioning latching pins, damage to the roller and roller gear and discoloration tot he side plates, hinge tops and carrier check could not be performed due to the latching pins not locking and the damaged comb. Repair of the device included replacement of the comb, roller and roller gear hinge tops, side plates, shoulder bolts, carrier guide and washers. The customer did not return a ratchet or cutters for evaluation. The cause of the reported issue was improper handling by the user likely caused the damage to the comb, latching pins, roller, and roller gear. The device was serviced and returned to the customer.